Event description:
Patient described on two separate occasions after starting her IV infusions, she had two bags of milrinone were the last 8-12 inches of tubing appeared to be dark grey in color. The portion of the tubing was discolored was at the end closest to the patient. Reference report: mw5118440.